Event description:
It was reported that the anesthesia system while in use generated two technical error codes indicating airway pressure sensor error and safety valve open. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the anesthesia system and found that the inspiratory pressure transducer pcb was faulty. The inspiratory pressure transducer pcb was replaced. No further issues have been reported after the replacement. The pressure transducer pcb was not returned for investigation. System device logs were received for evaluation. The evaluation of the logs shows that the system checkouts performed prior to and after the event were successful. The logs show that several technical error codes indicating safety valve open had been generated and one technical error code indicating an airway pressure sensor error had been generated. In connection to the technical error codes, several alarms for negative airway pressure and airway pressure high were generated. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion of the investigation is that the reported failure was caused by the replaced pressure transducer pcb. The root cause of the pressure transducer pcb failure has not been determined. The unique identifier (UDI)# information is not available since the device was manufactured before 10/18/2015, the date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference#: (B)(4).